Manufacturer narrative:
E1: reporting address state: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a faulty display. There was no patient involvement when the issue occurred. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
Additional details were added, and it was reported that the customer was able to calibrate the touchscreen to resolve the issue.